Event description:
It was reported the haptic on the intraocular lens (iol) bent during insertion of the iol into the patient's eye. The doctor enlarged the incision to remove the damaged iol and implanted a different lens. The incision was closed with sutures.

Event description:
It was reported the haptic on the intraocular lens (iol) bent during insertion of the iol into the patient's eye. The doctor enlarged the incision to remove the damaged iol and implanted a different lens. The incision was closed with sutures.

Manufacturer narrative:
Through follow up with the surgeon, it was also learned that there was a second device explanted at implant during this procedure.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 199.7 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to severe mitral regurgitation.

Event description:
It was reported that during a carotid artery stenting procedure, the patient experienced hypotension and bradycardia. The target lesion was located in the left proximal internal carotid artery with 80% stenosis, a length of 20 mm, and a reference vessel diameter of 6.0 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 20%. During the procedure, the patient experienced hypotension and bradycardia. No action was taken to treat these events and they resolved without residual effects and the patient was discharged the next day.